Event description:
Customer reportedly obtained results of 177 mg/dl, 155 mg/dl, and 312 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.